Event description:
A report was received via FDA's medical products reporting program that a pt developed acanthamoeba keratitis while using renu with moistureloc multi-purpose solution. The pt reported undergoing treatment for many types of infection, and then was diagnosed with acanthamoeba kearatitis. The pt was prescribed anti-fungal therapy including "bacquacil drop therapy" and other unspecified medications. The pt reported having lost most of her vision in the left eye. She plans to have a corneal transplant after she completes treatment for the infection. Although requested, the dr's office was hesitant to provide additional info as the pt had sought legal counsel. In addition, the pt declined to provide additional info.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuning to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recallling all distributed product.